Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited radiofrequency (rf) disablement. The patient was subsequently scheduled for a replacement procedure. During device interrogation performed at the time of surgery, the device was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for further analysis.